Manufacturer narrative:
There is now a reported explant on (B)(6) 2022 and a skin revision. This report is submitted on july 11, 2022.

Manufacturer narrative:
Correction: the previous follow-up report submitted on july 11, 2022, was filed inadverntly. There was no explant or skin revision on (B)(6) 2022. This report is submitted on august 29, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to improper placement of the electrode array. The patient was reimplanted with a new device on the same date.